Event description:
It was reported that, approximately six (6) months after an acl + meniscal root repair procedure performed on (B)(6) 2022, where one (1) werewolf coblation wand (case (B)(4)) was used; a patient experienced several adverse events on different dates: on (B)(6) 2024 the patient had significant pain, reduced range of motion and inability to reach full flexion due to cyclops lesion, these affections were treated with physical therapy; however, there were not resolved. Furthermore, the patient presented significant swelling due to cyclops lesion, for which an MRI was performed. Aside from the issues mentioned, on (B)(6) 2024, the patient had fixed flexion deformity with inability to rehab the deficit, therefore, an arthroscopy and debridement of cyclops lesion and notchplasty were performed on (B)(6) 2024. The patient outcome is resolved/recovered.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the limited information provided we are currently unable to rule out the procedure, the surgical planning, or compliance with rehab as likely contributory factors to the reported adverse events. However, there is no evidence to support that the device caused a part. It cannot be concluded that the reported events were associated with a mal performance of the device. The patient impact was the physical therapy, and the additional procedure since the patient¿s outcome was reported as recovered. Based on the limited information provided a thorough medical assessment could not be performed; therefore, we are unable to conclude specific factors known to contribute to the alleged report. No containment or corrective actions are recommended at this time. Corrected data: h6: health effect - impact code